Event description:
It was reported that during an infusion set and cartridge supply change with an inset 23" infusion set, the user could not obtain drops despite delivering (B)(4) units, with no leaks, air bubbles, or bent needles observed; the user later disclosed that the old cartridge had been reinstalled, after which repeating the full supply change with new supplies produced drops, the set was attached, the cannula was filled, and insulin delivery was resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a use-of-device problem with no device problem found and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.